Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to contamination inside of the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor returned a monitor during the investigation into an unrelated issue, when a reportable malfunction was found.